Event description:
It was reported during a clinical follow up that t-wave oversensing was observed. The device was reprogrammed. Later, the device and lead were explanted and replaced. The patient was doing well.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.